Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: ebu 3.5 launcher. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina, myocardial infarction (mi) and thrombosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported the patient had a planned procedure for (B)(6) 2011 for treatment of angina; however, the patient presented on (B)(6) 2011 with st segment elevation myocardial infarction (mi). Images revealed a 100% occlusion in the circumflex artery. A 3.0 x 15 rx promus was implanted in the circumflex artery. Angiography showed good results. The patient was stable and was taken to the holding room. Approximately 10 minutes later, the patient experienced chest pain and st segment elevation mi. The patient was brought back to the cath lab and images revealed occlusion thought to be in-stent thrombosis. Dilatation was performed using a non-abbott balloon at the site of the thrombosis with excellent results angiographically. The patient was stable. Angiomax was administered during the first procedure and when the patient was brought back integrilin was added. The physician did not know if thrombosis was possibly due to the patients pro thrombotic properties; the cause was unknown. Intravascular ultrasound did not reveal any obvious issues with the stent. Though requested, no additional information was provided.